Manufacturer narrative:
Concomitant product: patient medications include but are not limited to: ensure, metoprolol tartrate , bumetanide, warfarin, atorvastatin, escitalopram, levetiracetam, acetaminophen, aspirin, (B)(4). Images were made available to gore but did not provide for any evaluation of the event. A review of the manufacturing records for the device(s) is being conducted. According to the instructions for use (IFU) for the gore® dryseal flex introducer sheath, adverse events that may occur and / or require intervention include, but are not limited to: ¿ blood loss, bleeding, hematoma. ¿ vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) . ¿ death.

Event description:
On (B)(6) 2017 a patient was undergoing treatment of a thoraco-abdominal aneurysm with gore® tag® thoracic endoprostheses, gore® viabahn® endoprostheses and gore® viabahn® vbx balloon expandable endoprostheses. A modified aortic implant with multiple branch endoprostheses using aortic and peripheral devices was utilized in the procedure. A gore® dryseal flex sheath and gore® dryseal sheath with hydrophilic coating were used for advancement and delivery of the devices. The procedure was reported to have gone well. Postoperatively the patient was reported to have had a right hemispheric stroke, specifically shown in a CT as acute occlusion of the distal part of the left vertebral artery with thrombus. Also observed was intra-abdominal hemorrhage and abdominal cavity compartment syndrome. The patient was taken back to surgery and underwent a decompressive laparotomy with massive transfusion protocol included. This included levophed and vasopressin titration as well as 12 units of packed red blood cells, 9 units fresh frozen plasma and 1 unit platelets given via level one rapid infuser within the course of the procedure and transfer to recovery. The patient developed ventricular fibrillation, with no pulse. A code was called and CPR along with defibrillation were performed. The patient¿s family elected to stop the code measures and the patient expired. During the laparotomy a very large hematoma was seen within the transverse mesocolon which was thought to have been caused by a wire perforation of a branch of the superior mesenteric artery, with no active bleeding noted. Additionally there was no sign of a large vessel rupture because the completion angiogram taken following the implant procedure showed the covered stents to cover most of the aorta and visceral vessels.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.